Manufacturer narrative:
Testing of actual/suspected device (10): the getinge field service engineer (fse) that encountered the issue, replaced the video generator board, and completed the pm with all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that a during preventive maintenance (pm) performed by a getinge field service engineer (fse) on the cardiosave intra-aortic balloon pump (iabp), it was found that the iabp had error code 137 in the logs. There was no patient involvement, and no adverse event reported.

Event description:
N/a.